Event description:
It was reported that a patient underwent an initial surgery on an unknown date. Subsequently, the patient underwent a revision on an unknown date. There was mention of wear, metallosis, and possible cementing of the initial implant. The femur was noted to be fixed. There was metal debris throughout the synovium with a substantial amount of lysis in the mfc with black tissue in the defect. The poly was noted to be worn. The tibia component appears to be fractured in provided photographs. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001825034-2023-00489.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified that the articular surface is worn. As the implants were not returned no addition evaluations would be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with loosening of the entire tibial component and possible fracture of the medial aspect of the tibial component. Overall fit is appropriate. Polyethylene liner not evaluated on this study. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.